Event description:
It was reported that the patient with this neurostimulator had back surgery and their surgeon told them that their lead needed to be moved to their other side. The patient no longer wanted a rechargeable battery and wanted a non-rechargeable battery. Their device was explanted and the lead was moved. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.